Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on 05/18/2011, states that the lead dislodged. Dr. (B)(6), did the implant and the lead was repositioned on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).